Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance that an unspecified number of tubes have excessive gel separator with an abnormal gel appearance. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received 5 samples and 1 photo for investigation. The samples and photo were reviewed, and the indicated failure modes gel air bubbles-before use and excessive gel quantity were observed. Gel air bubbles before use is a cosmetic defect which should not impact the efficacy of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of gel air bubbles-before use and excessive gel quantity were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes gel air bubbles-before use and excessive gel quantity. Bd was not able to identify definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance that an unspecified number of tubes have excessive gel separator with an abnormal gel appearance. There was no health impact or consequence reported.